Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarm was noted. The pump was received with minor scratches on the lcd window, cracked case at display window corners, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).